Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump leading to the pump shutting down. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.